Event description:
Customer alleges the device has been in service since 05/2003 and is used at least three days a week. A blood glucose test was performed on a pt, when the device memory was reviewed the result did not appear. The memory only has 26 blood glucose results. A request was made for the return of the suspect device and replacement product was sent.